Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was admitted to the emergency room for a high blood glucose reading above 550 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests.